Manufacturer narrative:
Device was received with a cracked case near the corner of the belt clip rails on the battery compartment and broken battery tube threads. Device passed the displacement test, sleep current measurement and active current measurement. All currents within specific range. Device was monitored and no unexpected power loss or replace battery now alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was unknown. The customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that second occurrence of replace battery alert or replace battery now without a low battery warning. Troubleshooting was performed. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.